Manufacturer narrative:
As of this report, the pacemaker and rv lead remain in service. No further information is available at this time. If additional information should become available to our company, this event would be updated as necessary. The device was returned approximately seven years later after being explanted for normal battery depletion. Upon completion from analysis, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The concern approximately seven years ago whether the device was pacing and not capturing or if there was an absent of pacing was not confirmed in analysis. An initial report was previously submitted to FDA on 05/01/2009; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report.

Event description:
Boston scientific crm received information that this patient was undergoing a stress test and the nurse noted the patient's rate was in the 90 bpm range and once cycle showed a p-wave with no corresponding qrs complex. The caller stated the surface monitor used does not effectively display pacer spikes, so she couldn't say whether the pacemaker paced and it didn't capture or whether no pace was delivered. The technical service (ts) consultant contacted had the caller check the right ventricular (rv) lead measurements. It was noted that the impedances and thresholds have remained steady since implant. No sensing was observed as patient is pacer dependent. No stored electrograms and isometrics could not elicit noise on either lead. The nurse adjusted the sensitivity from 2.5 to 3.0 to make it slightly less sensitive and will monitor the rv lead.